Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the keypad is torn at the up arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. All keypad buttons are intermittently unresponsive. There was evidence of contamination observed under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter called animas and alleged that the keypad buttons are unresponsive. Multiple presses of the up, down, and ok buttons are required get a response. This has been occurring for approximately 1 month. The reporter alleges when priming pump the ok button sticks and primes more than needed and she presses button to get to stop. The reporter alleges the ok button stuck twice last week. The patient confirms she is disconnected when doing a cartridge change. The patient is being sure all button presses are correct. The patient wears the pump in a pocket, uses a protective lens film, and has a back-up plan. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.